Event description:
The customer stated that she was giving herself a bolus of 2.0u when the bolus stopped at 0.8 units for no reason. The blood glucose reading at time of call was 356mg/dl. The customer stated that the insulin pump did not alarm or alerted her that the bolus had stopped. Reviewed the alarm history and no alarms was found. The high pressure test was performed and passed. Advised the customer that the insulin pump will be replaced and revert to back up plan. Instructed the customer if high blood glucose continues to call back to do more testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.